Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "in tightening the screw on last turn of the screwdriver the tip of the screwdriver broke off in head of the screw. Being that the tip of the screwdriver broke off flush with screw head, we were unable to remove tip of screwdriver. Mdm liner was impacted and we proceeded with surgery."